Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -9.0/2.5/072 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2022. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Patient weight, ethnicity, and race - unk. (B)(4).